Event description:
Following CT scan with power injector the CT tech removed the device and noticed that the catheter portion had separated from the hub. The tech was able to retrieve the catheter portion from the vein without surgical intervention.